Event description:
It was reported that while preparing for a ptca/stent procedure, when the stent was placed over the guide wire, it was noticed that the tip of the stent delivery system was broken. No pt involvement was reported.